Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The field representative will have the health care professional (hcp) to save all for engineering analysis. Moreover, the engineering recommended on changing the device and then return for analysis. Additional information indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The field representative will have the health care professional (hcp) to save all for engineering analysis. Further, it was suggested to return the device once device will be replaced. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The field representative will have the health care professional (hcp) to save all for engineering analysis. Further, it was suggested to return the device once device will be replaced. To date, the device remains in service. No adverse patient effects were reported.